Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation performed on (B)(6) 2022. During the procedure, when the band was attempted to be deployed, the bands adhered together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation performed on (B)(6) 2022. During the procedure, when the band was attempted to be deployed, the bands adhered together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the ligator head teeth were damaged/bent, with some bands which were overlapped. The handle presented marks, indicating that the trip wire was secured. There were four knots present in the suture thread and the three remaining ones stayed at the ligator head. The device was observed under magnification, and the suture hole was damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and some bands were overlapped. This suggests that the device could not deploy. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to the manipulation of the device or technique used during the procedure, including anatomical factors. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands. It is possible that these difficulties encountered caused the damage/bent on the ligator head teeth. Additionally, if the ligator head was placed incorrectly in the endoscope, and with the tension encountered through the deployment, could have damaged the suture hole. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.